Event description:
Rn and extender were in the room cleaning the pt. As the pt was turned with enough slack to the vent tubing, the hollister broke and the ett became dislodged. Staff noticed the balloon was deflated and called a code blue overhead to initiate urgent re-intubation. Pt was bagged while being prepped for re-intubation. Vital signs remained stable throughout. FDA safety report ID# (B)(4).